Manufacturer narrative:
Lot number(s): hcg2060222. Expiration date(s): 04/2014. Control: 209.5 iu/ml hcg urine control lot: hcg120910-01; 230.2 iu/ml hcg urine control lot: hcg120917-01; 280.1 iu/ml hcg urine control lot: hcg120926-04. Summary of results: the 209.5 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time with retention devices (n=10). The 230.2 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time with retention devices (n=10). The 280.1 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time with retention devices (n=9). Conclusion: customer's observation was not reproduced in-house with retention devices. Retain devices were tested with 3 different high levels of hcg urine controls. All results met qc specifications. No false negatives were observed. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen analysis in-house. Product deficiency was not established. To date, one complaint of this nature has been reported against this lot. This issue will be tracked and trended. Corrective action not required at this time.

Event description:
Caller alleged false negative results for one pt. Results as follows: pt went to the ed to confirm pregnancy and obtained negative results using the sure-vue serum/urine hcg stat test. Beta serum results were positive; serum value was not provided. A fresh urine specimen was used; visual inspection of specimen showed nothing unusual. No leakage or migration issues were observed with the device. External controls were "ok." Pt is (B)(6). Sample was not available for in house investigation.